Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, a patient's blood pressure decreased during first time treatment using a polyflux 210h. After 50 minutes of treatment, the blood pressure decreased (70/unknown mm/hg), the patient vomited and reported feeling "bad". After 55 minutes of 100 ml fluid replacement, lowering the patient's head and ultra filtration stopped, the patient's blood pressure increased to 99/58 mmhg. The dialyzer was replaced to a non baxter product after an hour from the start of treatment. Blood restitution was performed and treatment with the non baxter product was completed and the patient could go home. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.